Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: corrosion on coupler unit. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: because the cable unit is twisted, the endoscopic image cannot be displayed. Additionally, the camera would sometimes disconnect from the console when the cable was moved, and based on the remaining findings, the most probable cause of the complaint is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the autoclavable camera head image was lost, sometimes disconnected from the console when the cable was moved. The issue was found during reprocessing. There were no reports of patient involvement.